Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for congestive heart failure due to complete atrioventricular block. Preoperative echocardiography revealed left ventricular ejection fraction (lvef) of 60% and asynergy. After temporary pacemaker was inserted and heart failure was treated, the implantation of the leadless implantable pulse generator (ipg) was performed. The procedure had been performed for 40 minutes and completed without any issue. Pulmonary edema was developed and respiratory condition worsened on postoperative day 2. Echocardiography revealed apical ballooning and the patient had tcm (takotsubo cardiomyopathy). Sensing failure was identified on the postoperative day 11. The device check showed deterioration in threshold and sensed wave which was consistent with the onset of heart failure. Accompanied with improvement in heart failure, threshold and sensed wave improved and stabilized. After that, the patient's condition worsened and the patient died due to aspiration pneumonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.